Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient as seeing halos, distortion, glare, starburst with any light unbearable and clinical reason for explant being other subjective visual disturbance. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different model but same diopter company lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.